Manufacturer narrative:
The investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
Evaluation is in process, but not yet complete. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Event description:
Zirconia abutment fractured in patient's mouth some time after restoration. No patient injury.